Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery (other)") in an adult female patient who had essure (batch no. 740658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to 2009. Concurrent conditions included tubal ligation and hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced gastric ph decreased ("stomach acid"), hot flush ("hot flashes"), feeding disorder ("unable to eat"), back pain ("lower back pain"), night sweats ("night sweats") and asthenia ("weakness "). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine cyst ("endometrial cysts"), weight abnormal ("weight gain/loss (unspecified)"), urinary tract infection ("uti"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("right leg goes numb"), paraesthesia ("tingling feeling"), vision blurred ("blurry vision") and fatigue ("fatigue"). The patient was treated with surgery (unspecified). Essure treatment was not changed. At the time of the report, the surgery, abdominal pain, skin disorder, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, uterine cyst, weight abnormal, urinary tract infection, mood swings, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, urinary tract disorder, hypoaesthesia, paraesthesia, vision blurred, gastric ph decreased, fatigue, hot flush, feeding disorder, back pain, night sweats and asthenia outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, gastric ph decreased, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, rash, skin disorder, surgery, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vision blurred, weight abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: device was in placed . Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs received : the product and reporter information updated. The events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti's, bladder or urinary problems or changes, nausea, neurological conditions or problems type: right leg goes numb. Tingling feeling, dysmenorrhea (cramping), vision/eye problems type: blurry vision, fatigue, weight gain / loss specify which one: weight gain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery (other)") in an adult female patient who had essure (batch no. 740658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to 2009. Concurrent conditions included tubal ligation and hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced gastric ph decreased ("stomach acid"), hot flush ("hot flashes"), feeding disorder ("unable to eat"), back pain ("lower back pain"), night sweats ("night sweats") and asthenia ("weakness "). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine cyst ("endometrial cysts"), weight abnormal ("weight gain/loss (unspecified)"), urinary tract infection ("uti"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("right leg goes numb"), paraesthesia ("tingling feeling"), vision blurred ("blurry vision") and fatigue ("fatigue"). The patient was treated with surgery (unspecified). Essure treatment was not changed. At the time of the report, the surgery, abdominal pain, skin disorder, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, uterine cyst, weight abnormal, urinary tract infection, mood swings, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder, urinary tract disorder, hypoaesthesia, paraesthesia, vision blurred, gastric ph decreased, fatigue, hot flush, feeding disorder, back pain, night sweats and asthenia outcome was unknown. The reporter considered abdominal pain, asthenia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, gastric ph decreased, headache, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, night sweats, paraesthesia, rash, skin disorder, surgery, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vision blurred, weight abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: device was in placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery (other)") in an adult female patient who had essure (batch no. 740658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to 2009. Concurrent conditions included tubal ligation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), skin disorder ("rashes or skin conditions"), rash ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), uterine cyst ("endometrial cysts") and weight abnormal ("weight gain/loss (unspecified)"). The patient was treated with surgery (unspecified). At the time of the report, the surgery, abdominal pain, skin disorder, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, uterine cyst and weight abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, migraine, nausea, rash, skin disorder, surgery, uterine cyst, vaginal discharge and weight abnormal to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns adult patient. Patient demographic was updated. Her historical medication/condition was added. Essure lot number was added. Essure insertion date was updated. Essure indication was added. Event: severe physical injuries was updated to rashes or skin conditions, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal, vaginal discharge, weight gain/loss and endometrial cysts, surgery (other). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.